Event description:
It was reported that the health care professional (hcp) requested review of a ventricular episode stored by this cardiac resynchronization therapy defibrillator (crt-d). Technical services advised there is oversensing of noise which appears to be electromagnetic interference. The hcp confirmed the patient had an endoscopy procedure at the time of this ventricular episode. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.